Event description:
N/a.

Manufacturer narrative:
During a preventive maintenance (pm) performed by a getinge field service engineer (fse), there was evidence of blood inside the crm port of the cs300 intra-aortic balloon pump (iabp). In order to fix the issue, the fse replaced the crm (0997-00-0986-01) and safety disk (0997-00-0985-01). The fse did not find any blood inside the tubing for blood back line. Also, the fse stated that the customer was unaware that there was a blood back alarm or that there was a balloon failure. The unit then passed a complete pm with full calibration, functional checks, safety checks, and electrical safety tests to factory specifications. The fse also verified proper operation of low battery alarm. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit had blood back. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.